Event description:
It was reported that the connection point broke around the neck of the of the product.

Manufacturer narrative:
Evaluation summary: the reported event that the spike disk broke could be confirmed. The visual inspection showed that the spiked disk broke at the connecting point between straight ball spike and the spiked disk. A review of the device history for the reported lot did not indicate any abnormalities. It was determined that this issue was already addressed by nc. Change request was opened and is already implemented. The customer will be provided with a credit note.

Event description:
It was reported that the connection point broke around the neck of the of the product.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.